Event description:
It was reported the patient was having a magnetic resonance imaging (MRI) for catheter placement because the healthcare provider (hcp) was "not sure where it is" and he was scanning the lumbar spine. The patient had a MRI one month ago in (B)(6) 2015 for the same reason. There was a possible dislodgement/migration of the catheter and the MRI was not definitive. The location of the catheter issue was unknown. The healthcare provider (hcp) sent her for both thoracic and lumbar MRI and the neuroradiologist could not see the catheter. The hcp was able to aspirate 2cc of clear fluid from the catheter access port (cap), but was unable to see the catheter or catheter tip. The patient had three falls post initial pump implant and was not getting pain relief. The patient had her normal chronic low back pain and experienced gait disturbance and radicular symptoms. When he opened the back incision he noted the anchor was intact and saw no slack in the catheter. He decided to remove the spinal segment and replace it with a new spinal segment on (B)(6) 2015. No segments were left in the intrathecal space. The patient¿s status at the time of this report was ¿alive-no injury¿. It was unknown how the patient was doing post revision. The pump was being used to deliver morphine.

Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).